Event description:
During servicing of monitor sn (B)(4) which was returned for investigation into a pt's death, a reportable problem was found. Upon investigation, the monitor failed a pulse test. Investigation into the pt's death revealed a (B)(6) female pt passed away on (B)(6) 2014 in her sleep. The cause of the death was cardiac related. The pt's sister reported that the pt was not wearing the lifevest at the time of passing. A review of the pt's downloaded data revealed that the last time the pt wore the lifevest was a week prior on (B)(6) 2014. The pt was not wearing the lifevest at the time of death. There were no alleged deficiencies against the lifevest. Review of the pt's flags suggest that the device was fully functional during use.

Manufacturer narrative:
Device eval summary: device eval of monitor sn: (B)(4) has been completed. As received, the monitor failed a pulse test. The monitor delivered a pulse with energy below specification. Upon eval, the c28 capacitor on the defibrillator board was physically damaged causing an intermittent failure. The cause for the test failure was the damaged capacitor. The root cause for the damaged capacitor component cannot be positively determined. There is no evidence to suggest that the device caused or contributed to the pt's passing. The last time the pt wore the lifevest was a week prior to passing. A review of the pt's flags suggest that the device was fully functional during use.